Manufacturer narrative:
Device not received.

Event description:
On (B)(6) 2017 a mitroflow dla25 was implanted. The surgeon decided he did not like the fit of the valve and it was an incorrect size for the patient. They removed it immediately and replaced it with another size of valve. The patient outcome is fine. Added x-clamp time was not specified.

Manufacturer narrative:
The following fields has been modified: since the device has not been returned, the investigation was limited to the device history records review, that showed that this device met the criteria required at the time of manufacturing and release.

Event description:
On (B)(6), 2017 a mitroflow dla25 was implanted.the surgeon decided he did not like the fit of the valve and it was an incorrect size for the patient. They removed it intraoperatively and replaced it with a sorin mitroflow 23mm valve. The failure to implant added 25 minutes of x-clamp to the procedure and the patient was in a stable condition during explant. The patient outcome is fine.

Manufacturer narrative:
Additional information received apr. 17, 2018 stating the following: the device was explanted intra-operatively, 25 minutes of x-clamp time was added to the procedure as a result of the failure to explant, the patient was in a stable condition during explant and a sorin mitroflow 23mm valve was implanted as a replacement. This information has been added to the event description. The manufacturer will perform a device history record review and report its findings upon conclusion.